Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including stress testing without duplicating the report. Review of the device's history log show repetitive pads on and pads off messages along with a noisy signal. The repetitive pads on and pads off messages along with the noisy signal could be an indication of either poor coupling of the pads with the patient's skin or faulty accessories. Possible reasons for poor coupling included improper electrode application, inadequate site preparation, or the patient's skin condition and not an indication of a device malfunction. The accessories used during the event were not returned for evaluation. The device was recertified and returned to the customer. It's important to mention that therapy was delivered during this event. Analysis of reports of this type has not identified an increase in trend.